Manufacturer narrative:
The lead remains implanted and in use. No further information is available. If additional information is received, an amended report will be submitted.

Event description:
Boston scientific received information that the patient implanted with this right atrial (ra) lead was seen in the clinic after a reported episode. No details were available regarding the episode. However, device interrogation showed lead measurements were good and within normal limits. An x-ray was performed and it was revealed that the ra lead was dislodged. No changes were made to the system programming, and no lead revision was planned at this time. No adverse patient effects were reported.